Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the shaft for trephine attachments was broken. One of the prongs that holds trephine on was missing. It is unknown if there was surgical delay. This complaint involves one (1) shaft for trephine attachments. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: a1, b3: unknown, b5: corrected complaint description, b6; b7, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the shaft for trephine attachments was broken. One of the prongs that hold trephine on was found missing during an inspection at sterile processing department (spd). There was no patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.111.030. Lot: l837377. Manufacturing site: bettlach. Release to warehouse date: 08.jun.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material was used with correct hardness after procedure and documented in DHR file. A product investigation was conducted. Visual inspection: the shaft for trephine attachments (part # 03.111.030, lot # l837377, mfg # 08-jun-2018) was received at us cq with one of the 3 distal tabs broken off. The tab was not returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as the tab was not returned to us cq. Document/specification review: the relevant drawing(s) was reviewed; material was used with correct hardness after procedure and documented in DHR file. Conclusion: the complaint condition is confirmed as the shaft for trephine attachments (part # 03.111.030, lot # l837377) was received with one of the 3 distal tabs broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device is an instrument and is not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.